Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its monitor was damaged. The customer reported issue occurred during dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that screen issues causing flickering and discoloration. A field service engineer initially replaced the screen and transferred the hard drive, but the issue persisted. Upon arriving at the site, the reported problem was confirmed. The fse retrieved a replacement all-in-one unit, which was installed with the original hard drive. All in one with included a touchscreen was replaced entirely. The medbank support was contacted to verify clock and universal serial bus power settings. All drawers and the work code scanner were tested and confirmed functional. The new unit was verified operational, and a general cleaning and inspection were performed, including checking controller board connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its monitor was damaged. The customer reported issue occurred during dispensing workflow. There were no adverse events or injuries reported based on this event.